Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm. The internal nickel-metal hydride (nimh) battery powers the no power alarm. An internal inspection of the controller revealed that the internal nimh battery was swollen. Supplemental testing was performed and the internal battery was removed; the results of the analysis revealed the cells of nimh battery had voltage levels below what was expected. After the faulty component was replaced, the controller performed as intended. Log file analysis revealed a controller power up event with an associated motor start was logged on 22-may-2020 at 03:56:32. The data point prior to the loss of power revealed that a battery was connected to power port one with 96% relative state of charge (rsoc) and another battery was connected to power port two with 79% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port one and a different battery was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 2 minutes and 58 seconds. Review of the alarm log file revealed a controller fault alarm on 22-may-2020 at 04:32:57, indicating an internal battery fault. Additionally, a vad disconnect alarm and multiple additional controller power up events without motor starts were logged on 22-may-2020 at 06:05:11, likely during troubleshooting and/or the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correcting b5. Removing fdd codes of c62860 and replacing fdd with c63318 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted following a loss of power to the controller and associated ventricular assist device (vad) stop due to the patient disconnecting both power sources for an unknown reason. Power sources were reconnected, the vad started, and the controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was admitted following a loss of power to the controller and associated ventricular assist device (vad) stop due to the patient disconnecting both power sources for an unknown reason. Power sources were reconnected, the vad started, and the controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized due to right heart failure. The patient disconnected both power sources from the controller for an unknown reason. Power sources were reconnected and with the start of the vad, there were low flow alarms and suction. The patient was taken into intensive care unit (ICU) and the vad speed was decreased. After the patient was given ¿liquid¿ and noradrenalin, the values returned to normal. Then, the controller exhibited a controller fault alarm. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b2: outcome attributed to adverse event was corrected from hospitalization to hospitalization and intervention required. Correction b5: event description was corrected to include the vad as an associated product and additional event details. Correction h6: patient ime code was corrected from c50675 to e0611. Imf code f2303 was added. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-oct-2018 / serial#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-oct-2016, h5: yes h6: patient ime code(s): e0611 h6: imf code(s): f08, f12, f2303 h6: img code(s): g04105 h6: FDA device code(s): a1412, a141302 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 this regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the device evaluation and investigation completion. Product event summary: the pump ((B)(6)) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. V arious analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm, indicating an issue with the internal battery. The internal nickel-metal hydride (nimh) battery powers the no power alarm. An internal inspection of the controller revealed that the internal nimh battery was swollen. Supplemental testing was performed and the internal battery was removed; the results of the analysis revealed the cells of nimh battery had voltage levels below what was expected. After the faulty component was replaced, the controller performed as intended. Log file analysis revealed a controller power up event with an associated motor start was logged on 22/may/2020 at 03:56:32. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 79% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 2 minutes and 58 seconds. Review of the alarm log file revealed a controller fault alarm on 22/may/2020 at 04:32:57, indicating an issue with the internal battery. Additionally, a vad disconnect alarm and multiple additional controller power up events without motor starts were logged on 22/may/2020 at 06:05:11, likely during troubleshooting and/or the reported controller exchange. Also, log files revealed that the controller was in use for more than two (2) years. Additionally, an intermittent suction event and 8 low flow alarms were logged on 22/may/2020. Information received from the site indicated that, following the loss of power event, the patient was admitted. As a result, the reported loss of power, controller fault alarm, low flow, and suction events were confirmed. It was further reported that the patient was hospitalized due to right heart failure. The patient was taken into intensive care unit (ICU) and the vad speed was decreased. After the patient was given ¿liquid¿ and noradrenalin, the values returned to normal. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure is known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the risk documentation, possible causes of the reported low flow and suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 this regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted following a loss of power to the controller and associated ventricular assist device (vad) stop due to the patient disconnecting both power sources for an unknown reason. Power sources were reconnected, the vad started and exhibited a low flow alarm due to suction. The patient was taken to the intensive care unit and the vad speed was decreased. After the patient's medical treatment values began to normalize, the controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm. The internal nickel-metal hydride (nimh) battery powers the no power alarm. An internal inspection of the controller revealed that the internal nimh battery was swollen. Supplemental testing was performed and the internal battery was removed; the results of the analysis revealed the cells of nimh battery had voltage levels below what was expected. After the faulty component was replaced, the controller performed as intended. Log file analysis revealed a controller power up event with an associated motor start was logged on (B)(6) 2020 at 03:56:32. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 96% relative state of charge (rsoc) and another battery was connected to power port two (2) with 79% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and another battery was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 2 minutes and 58 seconds. Review of the alarm log file revealed a controller fault alarm on (B)(6) 2020 at 04:32:57, indicating an internal battery fault. Additionally, a vad disconnect alarm and multiple additional controller power up events without motor starts were logged on (B)(6) 2020 at 06:05:11, likely during troubleshooting and/or the reported controller exchange. Also, log files revealed that the controller was in use for more than two (2) years. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. An internal investigation was evaluate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.